Manufacturer narrative:
Continuation of concomitant products: 457458 lead implanted on (B)(6) 2011.

Event description:
It was reported that the patient experienced palpations. The right ventricular (rv) lead exhibited unstable and high thresholds, short v-v intervals and experienced a dislodgement. It was further noted the right atrial (ra) lead exhibited intermittent undersensing. The rv and ra lead remain in use. No further patient complications have been reported as a result of this event.